Event description:
The facility reported a pump with failure code 12:323:568:0000. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 12:323:568:0000 was confirmed in the pump's event history file during product evaluation. Inspection of the pump determined that failure code 12:323:568:0000 was due to too many key presses at the same time. The keypad was found to be faulty and was therefore replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.